Event description:
It was reported that the device alarms "call for service' when trying to install syringe. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing confirmed reported issue. The root cause of the reported issue was found to be inoperable microprocessor board. Inoperable microprocessor board was replaced. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).